Event description:
It was reported that during an open right hemicolectomy, a part of the intestinum ileum was not cut at the 2nd firing after the device could be fired on the ascending colon at the 1st firing without any difficulties. As the deployed staples did not seem to be formed properly, another device was fired on the oral side of the intestinum ileum. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the anvil tip broken and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. In addition, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.